Manufacturer narrative:
(B)(4). The customer reported the device would start up and then reboot/restart itself. There was no adverse patient impact. Philips evaluated the device and confirmed the malfunction. The malfunction was resolved by replacing the internal memory card.

Event description:
The customer reported the device would start up and then reboot/restart itself. There was no adverse patient impact.